Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the package of a new lead, the lead appeared to be bent and was not sufficient for implant. The lead was not used with a patient; a different lead was used for the procedure.